Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03jan2020.

Event description:
Customer reported the blower temperature high diagnostic code. There was no patient involvement.

Manufacturer narrative:
G4: 16jan2020, b4: 17jan2020. After numerous attempts to obtain information on the patient and the repair, this complaint is being closed. If further information is obtained this complaint will be reopened. The determination could not be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is no relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.